Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion was located in the mildly tortuous superficial femoral artery. An encore 26 inflation device was used. An imagenil contrast media was utilized with a 50/50 contrast ratio. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to the target lesion for predilation and the balloon was inflated below rated burst pressure. However when an attempt was done to deflate the balloon using a syringe, the contrast media did not decrease and the balloon was unable to be deflated. The device was removed in an inflated state. The procedure was completed with another 2mm x 20mm x 142cm coyote¿ es balloon catheter using the same inflation device. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status is good.

Event description:
It was reported that deflation issue occurred. The 100% stenosed target lesion was located in the mildly tortuous superficial femoral artery. An encore 26 inflation device was used. An imagenil contrast media was utilized with a 50/50 contrast ratio. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced to the target lesion for predilation and the balloon was inflated below rated burst pressure. However when an attempt was done to deflate the balloon using a syringe, the contrast media did not decrease and the balloon was unable to be deflated. The device was removed in an inflated state. The procedure was completed with another 2mm x 20mm x 142cm coyote es balloon catheter using the same inflation device. The patient did not experience any symptoms during this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The catheter was visually and tacitly inspected. There was contrast in the inflation lumen. The shaft was stretched and buckled in numerous locations 8mm-14mm from the distal tip and the distal tip was damaged. Microscopic examination revealed no anomalies related to the bond sites or components. The device was soaked in a warm water bath to loosen the contrast before performing functional testing. The device was inflated using an inflation device filled with water. The balloon inflated but did not deflate due to contrast in the lumen. During a subsequent inflation, as pressure was increased to rbp, the fluid suddenly released within the lumen to the balloon resulting in a longitudinal balloon burst. The blockage in the lumen cleared but additional functional testing could not be performed due to the balloon burst. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).